Manufacturer narrative:
Pump received with pump error 75 alarm during self test due to moisture damage on the electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator noted. No moisture damage on the keypad traces and keypad dome switches noted. Pump received with cracked case behind the pump at the battery compartment and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 185mg/dl during the call. The customer states the insulin pump was exposed to fluid/moisture. The customer states the pump got wet and now it will not power on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.